Event description:
Customer's father reported that the insulin pump was dropped and that part of the screen went black. The blood glucose reading was 186 mg/dl. Nothing further was reported.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and missing end cap sticker noted during visual inspection. Cracked and bleeding glass also noted. Unable to read the display due to physical damage.